Manufacturer narrative:
B5 additional information. H3, h6: a medtronic representative went to the site to test the equipment. The system passed all required tests. No hardware was rep laced. Codes b01, c19, and d14 are applicable to this analysis. H3, h6: clinical analysis results pending. Codes b21, c21, and d16 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the deviation was closer to a full centimeter upon further inspection.

Manufacturer narrative:
See b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative reported that the a psis pin and schanz bridge were utilized. The surgeon was operating on the patient's left side with a physician assistant placing screws on the right. The patient had a high bmi.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during an l2-s1 posterior hardware following evasive extreme lateral interbody fusion (xlif), they experienced inaccuracy and shoulder shifts during the procedure. They completed registration with CT to fluoro workflow and placed screws accordingly. During a confirmation spin, they noted all the new screws on the levels right side were medial by 3mm and all left side screws were lateral by 3mm. They used the confirmation spin as their new image for scan and plan workflow to remove hardware. They used scan and plan to plan new screws. When removing the hardware, they experienced a shoulder shift which required them to re-register. When bringing driver off of the final screw on l side, they had another shoulder shift detected. There was an hour and a half delay. No impact on patient outcome.

Manufacturer narrative:
H3, h6: no parts have been received by the manufacturer for evaluation. Codes b17, c20, and d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.